Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm will not tighten properly because the screw is stripped. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The flex arm was functionally evaluated by attempting to manually move, remove or manipulate the pin at the bed rail attachment point after tightening; unable to be axially manually move, rotate, translate or manipulate pin after tightening. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. Unable to replicate customer concern with respect to bed rail attachment loosening with functional evaluation. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.